Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a battery issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump declined motor error and battery issue troubleshooting. Customer also reported to have experienced a high blood glucose of 400 mg/dl due to blood at site issue with the infusion set. Customer treated with manual injection and declined high blood glucose troubleshooting. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. No motor error alarm and no low battery alarm noted. Device received with minor scratched display window and cracked reservoir tube lip.